Event description:
Event description cpi received information that during generator changeout this endotak transvenous defibrillation lead was removed from service due to a fracture of the shocking coil. It was replaced with a lead model 125.